Event description:
The nurse reported that the customer's insulin pump failed and needs a replacement. The caller stated that the customer was in the doctor's office with high blood glucose over 600mg/dl. The nurse stated that the customer was treated at the doctor's office, but she is unable to talk or answer any questions. The nurse stated that the customer will be given a back up plan. Advised the nurse that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.